Event description:
About 3-4 months ago I was using the bausch & lomb renu lenses. My eyes began to hurt so much that I stopped wearing the contacts completely. My eyes were burning so much everyday that I switched to wearing my glasses. I didn't know why this was happening. My eyes felt like they were on fire. Since then, I have not tried to wear my contacts because it hurts so much. Now I read the article called preliminary public health notification fungal keratitis infections related to contact lens use and at the bottom it mentioned your name as a contact. I need help. It's been 3 months and still my eyes hurt everyday. I am living in another country so I cannot go to a us doctor. I need advice and assistance. I'm very scared that I have done permanent damage to my eyes. I dont know what to do. I think I will go to an eye clinic to check and see if I have the fungus keratitis. Im not sure if I can get the same treatment as from a us doctor.